Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a bolus dose of an unspecified medication set up in a pca module could have been inadvertently administered to the patient when checking or changing the syringe. The customer expressed a desire to change their practice to start using an extension set with a clamp. There was patient involvement but no harm.

Event description:
It was reported a bolus dose of an unspecified medication set up in a pca module could have been inadvertently administered to the patient when checking or changing the syringe. The customer expressed a desire to change their practice to start using an extension set with a clamp. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes. Correction: medical device type, PMA / 510(k).